Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and the customer reported that mx550 showed speaker malfunction inop message. The device was sent for bench repair. The bench technician (bt) confirmed customer complaint that there was speaker malfunction error message and the unit had a speaker malfunction. The bt had replaced loudspeaker assembly to resolve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was due to defective speaker assembly. The reported problem was confirmed. The device was operational after repairs were completed.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that "mx550 shows speaker malfunction inop message. The device was in use at time of event, there was no adverse event reported.